Event description:
It was reported to philips that the geometry movements of the detector was unavailable. The device was in clinical use at the time of the reported event, no harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred at the beginning of a planned non-emergency and the procedure was completed as planned. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse found that the detector's geometry movements were unavailable, resulting in a reduced imaging area and that the customer was unable to activate the "detector auto-follow" function due to a defect in the virtual machine's geometry system. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse performed log analysis and calibrations of alignments, positions, and currents, but these steps did not resolve the issue. Philips has confirmed that the reported failure is due to a communication issue between the flexarm and the table, motorized movements of the table and/or the flexarm may be lost. A loss of motorized table movement, and potentially flexarm movement during a procedure could result in a delay in the procedure or termination of the procedure. The potential delay in treatment and/or termination of the procedure may result in adverse outcomes, including the possibility of death for some of the most critical patients. Philips has initiated a medical device correction (z-0861-2024) /field safety corrective action (2023-igt-bst-020). The correction has been implemented on the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.